Manufacturer narrative:
Risk assessment; : visual, dimensional and functional analysis could not be performed as the device was not returned and no lot# was provided. The event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that " I had a plating system failure after only two years. During my second surgery the surgeon noted that the plate and screws has disintegrated and the my spinal cord was filled with metallosis. I am wondering if you have had other failure with this equipment. I am a young health female and had no other reason for such nonunion and plate disintegration. "

Event description:
It was reported that " I had a plating system failure after only two years. During my second surgery the surgeon noted that the plate and screws has disintegrated and the my spinal cord was filled with metallosis. I am wondering if you have had other failure with this equipment. I am a young health female and had no other reason for such nonunion and plate disintegration. "